Event description:
Related to MFR #: 2183959-2015-00081. It was reported that following a sparc sling implantation the patient experienced moderate difficulty emptying bladder. The patient was "unable to void on own postoperatively and was discharged with indwelling foley catheter." The patient returned to the clinic for trial void and the indwelling catheter was removed, "passed retrograde" test. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.